Event description:
It was reported that the new prefilled veletri cadd cassette continuous beeping and no disposable alarm on both pumps was unresolved. No patient injury was reported.

Manufacturer narrative:
Other, other text: , corrected data: d2 common device name, d4 should be null, h5.